Manufacturer narrative:
Concomitant medical products: product ID: tw3430c113x <(>&<)> tf3232c115x , product type: stent grafts , implanted: (B)(6) 2010, product ID: w1dr01, product type: ipg, implanted: (B)(6)2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.